Event description:
It was reported that leakage was observed a few hours after application; no clinical consequences were known. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.